Manufacturer narrative:
(B)(4). This customer reported that use of the qcpr meter resulted in a laceration on the patient's chest. The involved patient died but there is no allegation of any inability of the device to deliver therapy. Staff delivered CPR and one shock via a separate AED device. The initial mrx rhythm was asystole with random non-captured pacer spikes per the paramedic. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that use of the qcpr meter resulted in a laceration on the patient's chest.